Manufacturer narrative:
(B)(6).

Event description:
It was reported that the ventilator had an error code indicating backup alarm failed. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The unit was being set up for use when the reported event occurred. There was no delay in therapy reported due to the event above. No new information regarding the units has been reported from the customer at this time.

Manufacturer narrative:
The repair technician reported that the customer reported issue was confirmed. When the device was powered on for evaluation error code "backup alarm failed" was triggered during the power on self test (post). The technician reports that the central processing unit (cpu) printed circuit board assembly (pcba) was replaced to resolve the issue. After repairs were completed the unit passed all testing and was returned to active status.

Manufacturer narrative:
H10/11: the removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician installed the system cpu pcba into a pil v60 standard test bed (stb) for testing. The technician verified multiple occurrences of the error code for backup alarm failed in the device error logs. Also noted, the issue occurred during power on self-test (post). Based on this information, this is not a reportable event.